Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was unknown when the issue occurred. Review of the system log file showed that the fluoro storage not possible due to an image disk problem. The philips remote service engineer (rse) inspected the system remotely and confirmed that the exposure was not possible. Upon further troubleshooting action, field service engineer (fse) went onsite and replaced ip pc and hard disks and installed software. After replacement of the ip pc and hard disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that exposure was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.